Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. The distal end of the stent was stretched out towards the tip. The bumper tip of the device showed signs of damage. The distal end of the tip was split. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found the mid-shaft kinked at 11mm and 20mm proximal to the port. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted. No patient complications were reported and the patient's status was stable.